Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the patient hit her left ear in the head of her twin. Afterwards she had no more hearing sensation. There is no swelling or inflammation above the implant housing. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction after trauma. The parents reported that the recipient hit her left ear against her twin_s head, after which she no longer had any hearing sensation. There is no swelling or inflammation above the implant housing. Re-implantation is considered but no date for surgery has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Device malfunction after trauma. The parents reported that the recipient hit her left ear against her twin's head, after which she no longer had any hearing sensation. There is no swelling or inflammation above the implant housing. The user has been re-implanted.